Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient went to the emergency department complaining of an inappropriate shock. The device was reprogrammed and is still in use. No further patient complications have been reported as a result of this event.